Event description:
It was reported the device has physical cracks in the protective screen covering the two lcds (liquid crystal displays). The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) lens is cracked, the lcd is out of electrical specification (missing pixels), and the keyboard is scratched. (B)(4).